Event description:
The customer reported to baxter corporate product surveillance one (1) clearlink continu-flo solution set ((B)(4)) in which particulate matter that looks like a bug was detected in the tubing before use. There is no patient involvement associated with this report.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. A sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the reported condition was confirmed. A follow up report will be sent upon the completion of the evaluation. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions were noted.

Manufacturer narrative:
(B)(4). One sample was received for evaluation and the reported condition was confirmed. Visual inspection showed a dark particle inside the tubing approximately 1 inch from the male luer inlet port. Closer visual inspection under a microscope showed that the particle is a piece of burned/charred plastic. No other visual defects were noted. No further testing was performed. An assignable cause was not determined.